Event description:
It was reported, the patient presented in clinic for follow-up. Upon interrogation, it was discovered, the atrial lead exhibited intermittent loss of sensing, noise, and low pacing impedance. The suspected cause was a mild perforation. No changes or interventions have been reported. There were no patient consequences.